Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg site burst open and was admitted to the hospital to close the wound. Symptoms of fever and chills were noted. The physicians were suspecting patient having a medical condition crohn's disease, no longer an infection and believed it was unrelated to the device. It was also reported that nothing happened during the recent procedure that may have contributed infection. The patient was placed on antibiotics and reportedly doing well.